Event description:
It was reported that the asymptomatic patient presented via merlin.net. It was noted that noise resulting in oversensing was observed on the right ventricular (rv) lead on a stored ventricular fibrillation (vf) episode. No inappropriate therapy was delivered, as a return to sinus was detected during capacitor charging. The patient presented for additional testing in clinic. The noise was not reproducible in clinic. Programming changes were completed. The patient was just being monitored. The patient was stable.